Event description:
It was reported that the unspecified bd catheter experienced separation from the tubing and catheter. The following information was provided by the initial reporter: the tubing and catheter are separating. It is coming apart in her hand.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, (B)(6) was used as a place holder. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4). Has been listed and the (B)(4). FDA registration number has been used for the manufacture report number.